Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3003853072-2019-00089 to 3003853072-2019-00090 and 3003853072-2019-00092 to 3003853072-2019-00097.

Event description:
It was reported that during the procedure the threads on eight closure tops were damaged/fractured. Alternate closure tops were used to complete the case. There were no reported patient impacts or significant surgical delays. This is report four of eight.

Manufacturer narrative:
The returned blocker was evaluated. The threads are stripped in a manner consistent with cross-threading the blocker into the mating pedicle screw during attempted installation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that during the procedure the threads on eight closure tops were damaged/fractured. Alternate closure tops were used to complete the case. There were no reported patient impacts or significant surgical delays. This is report four of eight.